Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product investigation indicates that the lead was returned and revealed no additional information related to the complaint.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The lv lead was explanted.